Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted dried blood was present around the helix. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this lead couldn't be successfully implanted due to helix issues. Additional information received from product investigation closure exhibited that the lead was found fractured. No adverse patient effects were reported.